Event description:
Health professional reported removal of a lap-band device allegedly "due to failure." F/u findings: health professional reported allegedly that the "lap-band and port" were "not functioning properly" and were "removed during surgical procedure." F/u findings: health professional reported the pt's pre-operative diagnosis was "gastric band prolapse." The pt's band and port were explanted and a "laparoscopic gastric bypass" was conducted. The physician declined to provide any add'l details at that time.

Manufacturer narrative:
(B)(4). Medwatch sent to FDA on: (B)(6) 2012. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."